Manufacturer narrative:
(B)(4). Date sent: 4/16/2021. D4: batch # unk. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that one pcee60a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional testing could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembly, the switch actuator post was found to be broken with the switch actuator loose; which lead to the device not been able to fire. It should be noted that product failure is multifactorial. The damage to the actuator post has been correlated to a manufacturing process. This product issue will be addressed through our quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. H2: additional information received: a photo was received for review. During the review of one photo, the following was observed: the photo shows a device closure trigger area where the closure trigger can be seen in the closed position and the switch actuator was noted out of position. Based on the photo alone, the event described of would not fire, unspecified dislodged component are confirmed, however, no conclusion or root cause could be determined. Please refer to the physical device analysis above for full analysis details and conclusion. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: what part broke (closing trigger, firing trigger, handle, jaws, etc.)? As per photo. Did any piece break off of the device? No. If yes, did it fall into the patient? No. If yes, how was it retrieved? Did this alter the procedure in any way? Did the device lock-out (no staples deployed and no cut line started)? Y or, did the device start to deploy staples and cut but could not be complete (partially fire)? No. Or, did the device fully fire and stop during the automatic knife return? No. Was there any difficulty opening the device? Y. If yes, how was the device removed from the patient? It was not needed because there was not tissue inside the stapler. If yes, did the jaws eventually open? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the stapler stopped to work on the third shot. Noted anomaly in the plunging. No patient consequence reported.